Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had no power. The reporter stated that the battery compartment was damaged and that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the battery compartment was cracked from the threads down to the case seal on the side. Moisture corrosion is observed on the display screen and lens, in the battery compartment and on the battery cap. The pump failed a leak test due to the battery compartment leak. The pump powered on with auditory sound, but no vibration, and the display was blank upon start up. Further moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.